Event description:
It was reported that a patient presented with grade 4-4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the deployment, as the lock line was being removed, the clip slowly opened from 20 to approximately 25 degrees. The clip was able to be closed back down and establish final arm angle (efaa) was completed. The clip was deployed and remained stable. An additional clip was implanted. The mr was reduced to grade 1. Per the physician the clip had settled, but after reviewing the imaging, he believed it had opened during lock line removal. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial a correction was made to the event details: per the physician the clip had settled during lock line removal. The next day on (B)(6) 2024, it was noted on the echocardiogram that the clip had opened more, to about 30 degrees. After reviewing the mr was still mild. There were no adverse patient effects or clinically significant delay.